Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose of 400 to 600 mg/dl. The customer treated with insulin. The customer declined to troubleshoot for the high blood glucose. No further assistance was necessary.